Manufacturer narrative:
Additional information: the field report of high lead impedance was not confirmed on the received portion. As received, only the connector end of the lead was returned in one piece consistent with procedural damage. The connector portion was shorted due to coil and insulation damage consistent with procedural damage.

Event description:
Two days following implant, the patient was found deceased. Although the healthcare professional does not allege the death is due to a device malfunction, the cause of death is unknown. Further information was requested but not received.